Event description:
The patient is reported experiencing delayed onset of sound. External equipment is exchanged, which temporarily resolves the issue. Device testing results were found to be within normal limits. Revision surgery will be surgery.

Manufacturer narrative:
The external visual inspection revealed a slice on the electrode lead and a damaged bottom cover. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed slices on the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests from being performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between some electrical components. The scanning electron microscopy analysis of the array identified damaged parylene on one of the electrodes near a contact pad. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action has been implemented. Feedthru assemblies from this vendor are no longer used. In addition, damage to the parylene wire coating was found on one of the electrodes where the wire passed the adjacent electrode contact pad. A corrective action has been implemented. This is not believed to be related to the return reason. This is the final report.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.